Event description:
It was reported during a da vinci prostatectomy procedure, the prograsp forceps instrument's wires were off track. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was derailed at the distal clevis hub. The yaw motion was non-intuitive as a result. Other cables at wrist were not damaged. Additional observation by failure analysis found the instrument main tube had scratch marks/ abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the main tube scratches with light material removed were to recur could cause or contribute to an adverse event.